Manufacturer narrative:
Investigation of the returned unit a visual inspection was performed on the exterior and interior of product and no damage was found. Unit appears to be in average condition. Product failed functional tests with motor stall error. Motor/gearbox has locked up and overheated. Gearbox is jammed from corrosion and will not rotate. Motor tacs normal but motor is extremely corroded and cannot be removed from housing. Unit is over 3 years old. The complaint investigation has concluded that this unit has succumbed to expected wear and tear. (B)(4).

Event description:
During an acl reconstruction procedure while using the motor drive unit, hand cntrl, pwrmx el device got really hot during the case and stopped working.